Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The handshake connection/drive shaft, coil, and sheath were microscopically and visually examined and no damage was identified; however, there was a lot of blood in the sheath, advancer, and the saline infusion port. Functional testing was performed by connecting the rotablator rotalink plus device to the rotablator control console system, due to all the dried blood the burr catheter had to be soaked and it took a long time for the water to be advanced through the burr catheter. After the water was flowing out of the sheath, the foot pedal was depressed and the device was not able to get any speed and the console stall light came on. The advancer was dismantled; however, turbine housing had to be soaked to loosen all the dried blood. After the housing was soaked the turbine and ultem were able to be removed from the housing and the ultem was found to be melted. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that blood flowed back in sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for use. During the procedure, the device crossed the lesion after several ablation. Upon the last ablation, an abnormal sound was heard from the device and blood was noted to flow back to the drive shaft sheath. The device was removed from the patient's body. There were no patient complications and patient's condition was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that blood flowed back in sheath. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery (lad). A 1.25mm rotalink¿ plus was selected for use. During the procedure, the device crossed the lesion after several ablation. Upon the last ablation, an abnormal sound was heard from the device and blood was noted to flow back to the drive shaft sheath. The device was removed from the patient's body. There were no patient complications and patient's condition was good.